Event description:
Date of event: unknown. It was reported that "device did not have energy." The case was completed with a second device and there were patient complications.

Manufacturer narrative:
.